Manufacturer narrative:
This investigation will be updated once product investigation is completed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited lead body damage and conductor fracture. This lead also exhibited loss of capture. This lead was surgically abandoned. No additional adverse patient effects were reported.